Event description:
Procedure: adenoidectomy and tonsillectomy. Reportedly, there was nasopharyngeal and oropharyngeal scarring of the patient, noted following the procedure. No further information is available at this time.